Event description:
It was reported that the 9800 system had a touchscreen error message at boot up. Also the interconnect cable had broken insulation. No patient injury was reported

Manufacturer narrative:
A ge service representative performed an on site investigation. The touchscreen array and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.